Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was patient concern with the product, pain, and capsular contracture, baker grade unknown.

Event description:
Health professional reported left side "pain", capsular contracture, baker grade unknown, and exchange of textured breast implants due to the patient¿s concern with the product. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: weight to the spec, deformation, crease fold, wear abrasion, white particles. Cloudy in the gel observed after autoclave cycle. Based on the device analysis, the final assessment is no issues found related with the manufacturing process.

Event description:
Healthcare professional additionally reported "swelling", "numerous scalloped borders", and "scant amount of fluid".